Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was present in a hospital for unrelated procedure. Post operation, loss of capture and decrease in sensitivity was noted on the atrial lead. Dislodgement of the lead was suspected. No intervention has been done as the lead remains implanted. The patient was stable. No further information is available at this time.